Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during preventive maintenance that the cardiosaver intra-aortic balloon pump (iabp) failing drive manifold test. No patient was involved.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11 (type of investigation, investigation findings, component codes, investigation conclusions). Corrected data: e1 (event site email). A getinge field service engineer (fse) was reported that the unit failed the drive manifold test. The fse replaced the drive manifold assembly. Upon completion of repair. The unit underwent a preventive maintenance and passed all functional tests as per manufacturer guidelines. The following was performed by (B)(6), technician of the maquet failure analysis and testing (fat) department, wayne, nj: sr 06 nov 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev h, sn: (B)(6) _asco drive manifold assy. This part was received with a reported unit failure message of ¿failing drive manifold test¿. The failure analysis and testing department performed a visual inspection, and the part was found to be in good physical condition with no signs of mechanical damage and contamination observed. The drive manifold assy, was installed into the cardiosave test fixture sn: (B)(6)1 and tested per the cardiosave service manual pn: 0070-00-0639 revision r. The fat department performed standard functional tests and passed. Also, the fat dept. Performed all manifold test and failed vacuum leak test with result of 42mmhg during drive manifold leak test. The fat dept. Verified the failure message of ¿drive manifold test failing¿. Drive manifold assy. Failed testing. Refer to CAPA: 1406400, for more information regarding additional investigation details.